Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The customer did not know the blood glucose reading. She stated that the insulin pump alarmed no delivery and did not administer insulin. She then changed the insertion site just before receiving the error alarm. No other significant events leading to the alarm were noted. Advised replacement of the insulin pump. She also reported that she was feeling sick, stating that she might have experienced diabetic ketoacidosis. She was advised to follow up with a doctor or go to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.